Event description:
It was reported that the customer's insulin pump alarmed an error. Troubleshooting was performed. The customer's recent glucose reading was 240 mg/dl and had treated with manual injections. It was stated that the insulin was squirting out followed by the error alarm. Advised that the customer should revert to back up. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during tye prime test as a result of a loose drive support disk.